Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2ntsn); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had been put into the scanner with her implant still on, and it was not put into MRI mode. It appears they did a localizer scan, but did not carry on after that. The patient did experience some discomfort during the scan, but was noting that has lasted. MRI dept did not follow correct procedure. Patient was followed up in clinic yesterday. Impedances all remain in range with battery life measured as 668 ohms with an estimate of 74.7-96.6 months. Patient's symptoms remain controlled.